Event description:
N/a.

Manufacturer narrative:
DHR: lot: 3479395 conformed to the specifications when released to stock. Failure analysis: it was not possible to investigate the complaint as no sample was returned for evaluation. No root cause could be determined as the sample was not returned for investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve caused a bacterial infection and was revised. The device was implanted on (B)(6) 2019 in the morning. Patient had nph. The doctor recalled that he wanted to set the valve to a level of 4. The doctor set the valve to his desired setting. On (B)(6) the doctor mentioned that the patient's valve setting should have been 4 (intra-op) but it was at 3. On (B)(6) in his clinic using the electronic toolkit, he attempted to program the patient to setting 3. On (B)(6), the doctor mentioned that there was more issues with the patient. The patient's headache had worsened and the doctor changed the setting from 4 to 3. However, it was showing that the valve was back on 4. The valve was re-dialed to a 5. The doctor seemed unsure of the setting and a x-ray was performed. On (B)(6), the patient had a shunt infection. He surgically removed the valve and catheters. This valve was unitized with a bactiseal catheter. The patient's symptoms got worse despite dialing up the settings to 5. There were symptoms (nausea and vomiting) of over-drainage persisted despite the fact that he was on the 5th setting. It was unclear whether or not the valve moved. Regardless, patient seemed worse at a 5 than he was at a 3 even though the valve should have been draining less. Setting seemed independent of what was actually going on inside the valve in terms of the drainage. He was not able to communicate successfully with the valve.